Event description:
The hcp reported that the device was removed due to an infection. The date of the onset of the infection was reported to be in 2006. The patient does not have meningitis. The patient was experiencing fever, redness, swelling, drainage and pocket erosion. The primary source of the infection was the device pocket and a culture of that area was obtained; staph aureus was cultured. Treatment of the infection consisted of oral and intravenous antibiotics and total device system explant. The infection resolved. Drug withdrawal symptoms included spasticity.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.